Manufacturer narrative:
(B)(4). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports of infection against the product and lot code combinations. The updated reporting states the patient was initially implanted on the left side in (B)(6) 2007 and had done very well until he developed mrsa in his left hip. Everything was removed in (B)(6) 2014 and an antibiotic spacer was placed. It is not likely that or reasonable to conclude the depuy devices contributed to the patient's reported infection more than seven years post primary implantation. The investigation can draw no further conclusions with the information provided. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional narrative: correction: manufacturing facility: depuy (B)(4). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports of infection against the product and lot code combinations. The updated reporting states the patient was initially implanted on the left side in (B)(6) 2007 and had done very well until he developed (B)(6) in his left hip. Everything was removed in (B)(6) 2014 and an antibiotic spacer was placed. It is not likely that or reasonable to conclude the depuy devices contributed to the patient's reported infection more than seven years post primary implantation. The investigation can draw no further conclusions with the information provided. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep reported revision surgery for the left hip. Patient was revised to address infection. The information received does not change the MDR decision.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that patient experienced pain, discomfort, and inflammation in thigh and groin. Patient also experienced a popping and snapping sensation in hip joint when walking or moving to and from a sitting position.